Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no abnormality observed. There are some micro-impression marks on the sheeting of the cassette which are caused by handling of the product, and are not considered as a defect. Pressure testing was performed with no abnormality observed. All testing performed was acceptable. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were white foreign particulates in the cassette. This was found before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.